Manufacturer narrative:
The information supplied in the report does not provide a customer contact or event site, which renders gathering further information regarding the event impossible. The report states that the area behind the MRI device had no gauss line on the floor, and so it is possible that the ventilator was placed inside the area that should have been out-of-bounds. An MRI device should always be surrounded by a gauss line, and the ventilator should be kept outside this line with both front wheels locked when the MRI device is operational. This is detailed in the mr agreement that should be signed for the ventilator if it is to be used in an mr environment. As no further information could be retrieved it has not been possible to verify whether there is a valid mr agreement for this facility and why the gauss line was not extended behind the mr device. Therefore it is not possible to determine the root cause of the event.

Event description:
An sus voluntary report, mw5064076, was received stating that: "with no pt on the table at the time; a maquet servo-I vent, that is MRI conditional, was brought into a siemens tesla scanner and brought around the backside of the magnet, where there are no gauss lines indicated on the floor. Subsequently the vent was attracted to the scanner and basically sucked into the backside of the magnet all the way into the middle of the bore. The following day the magnet was ramped down and the device was removed with minimal damage, but unfortunately the vent was a total loss." There was no patient involvement reported. (B)(4).